Event description:
Boston scientific received information that remote monitoring revealed this device and right ventricular lead displayed a high out of range shock impedance measurement. Interrogation revealed all other measurements were within normal range .attempted provocation testing could not recreate any out of range measurements or any noise. As this was the only out of range measurement obtained, a decision was made to further monitor this lead and device. No adverse patient effects were reported.

Event description:
Additional information was received. A surgical procedure was performed. The device was removed and replaced. In addition, this right ventricular lead was removed. Upon removal, upon opening the pocket, it was noted that the distal and proximal portions of the lead that connect to the device were fractured. When the device was removed, these lead parts broke off. It was unknown whether the lead were fractured prior to the procedure or during the procedure. The parts that broke off will be returned for analysis; the remaining portion of the lead was surgically abandoned. It was thought the reported clinical allegation was due to this lead fracture. This device and lead will be returned for analysis.

Event description:
Despite attempts to obtain the return of this product, as of this date, there has been no return of product. Should this lead be returned, analysis will be performed and this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.